Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to unlock and remove the connector on the infusion set component and, after troubleshooting with support, successfully unlocked it using pliers. Symptoms included no reported injury or adverse clinical effects. Outcomes included no interruption requiring medical attention. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a connector that was difficult to disengage; after mechanical assistance, normal function was restored, indicating a transient mechanical binding of the connector. It was concluded, based on previously established findings for similar reports, that the cause was user difficulty interacting with a mechanically resistant connector.